Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector during fill 1 of 4 of their pd treatment. The patient reported that the blue pin on the stay-safe connector ejected out and fell on the floor. The patient reported that the blue pin just came out of the stay safe connector and fell on the floor without any interaction from them. The patient reported receiving a patient line blocked message during fill 1 of 4 of treatment after the fluid leak was discovered. Also, an unknown alarm occurred during drain 0 of 4. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did not come in contact with the cycler. The patient was advised to cancel their treatment. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that cannot imagine how the stay safe connector would just eject out on its own, but the patient has been having a tough time grasping pd treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.